Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the insertable cardiac monitor (icm) exhibited incorrect interpretation of signal. As a resolution the icm was reprogrammed. The patient condition was stable.

Manufacturer narrative:
Correction: previously reported as "incorrect interpretation of signal" in report 2017865-2025-51285 is corrected as "incorrect measurement".